Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: (B)(4). The device was returned for analysis. The stent dislodgement was able to be confirmed. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during inspection of the 3.5 x 28 mm xience alpine stent delivery system (sds) prior to use, the stent implant was observed to be missing from the balloon and was found sticking out of the protective sheath. Reportedly, there was no resistance felt during removal of the protective sheath from the balloon and stent. A new same size xience alpine sds was used to complete the case. The device was not used on the patient. There was no clinically significant delay in the procedure due to the device issue. No additional information was provided.